Event description:
The reporter stated the inversion of the septum on the injection site of the t-connector resulted in blood loss from the peripheral arterial line of a pt. When the beckton dickinson 23 gauge blunt metal needle was introduced into the port, the septum inverted allowing back flow of blood. Blood loss was approx eight to ten milliliters. The pt's hematocrit at 12am 8/22 was 35. The event occurred at 2pm. The 5pm hematocrit was 28. The pt received a 12 ml transfusion and progressed well after that. No further treatment was required for this incident.